Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a sleeve gastrectomy was being performed. The staples failed in the middle of the stapling line. There was unanticipated tissue loss and surgical time was delayed by more than 30 minutes because the procedure was converted to a bypass to reduce the pressure inside the stomach and prevent stenosis. The day after surgery, the surgeon reoperated on the patient because of a leak. The patient experienced severe abdominal pain and fever.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, no reinforcement material was used in conjunction with the stapling device. The next day of the first surgery, the patient was re-operated on because of leakage. There was poor staple formation. The incomplete staple line was over sewed by the surgeon. During the second surgery the staple line failed in the middle segment of gastric pouch they find the perforation and the staples were not b-shape. They sutured the site to repair the leak during the second surgery. The patient was taking keflin/heparin pre-operatively and meropenem/metronidazole post-operatively. The patient has fistula /pneumonia and was confined to bed in hospital for 16 days and three operations were performed the main operation ,second time to find the perforation and sutured the site and third time create the jejunostomy. The last known patient status is that she is getting treatment by antibiotic medicine 3 times drainage of plevre percutaneous fluid.